Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Copilot said: upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was intermittently failing and not opening despite recovery and hard reboot attempts due to a loose latch and damaged sensor cable. A field service engineer replaced the sensor and adjusted the latch. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4.1 was failed and not opening despite recovery and hard reboot attempts. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.